Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -08.50 diopter, in the patients right eye (od) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to low vaulting. The lens was replaced with a longer lens but the problem was not resolved. See MFR. Report # 2023826-2023-04760 for replacement lens. The cause of the event was unknown.